Event description:
The customer reported that the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive and reinstalled the calibration and set up files. The system was tested and found to be working as intended and put back in service.